Event description:
It was reported that approx. 87 months after the implantation oversensing with artifacts was noticed via home monitoring. The patient was called for a follow up. The therapy was deactivated.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between (B)(6) 2019 and (B)(6) 2020 the right ventricular pacing impedance was recorded steady at approximately 450 ohms, the right ventricular sensing amplitude was recorded between 8mv and 14mv with a slightly rising trend towards the end of the recording period. In the available iegm recordings artifacts were visible in the right ventricular and farfield channel, in addition one inappropriate ICD charging was visible. The analysis of the provided x-ray images gained no additional information towards the root cause of the observed oversensing. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.